Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic helpline reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl. The customer also reported other values of blood glucose such as up to 225 mg/dl. Customer assisted with troubleshooting. The device will not be returned for analysis.